Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that leakage from the connection with the saline pack entered the battery compartment, resulting in a short circuit. The device generated heat.